Event description:
It was reported that during un-packaging of the 3.5 x 8 mm nc trek balloon catheter, resistance was noted during removal of the protective sheath. After the sheath was removed, the balloon was found to be stretched. The device was not used. A new 3.5 x 8 mm nc trek was un-packaged, but resistance was again noted during removal of the protective sheath. After removal, the balloon was found to be stretched, and the device was not used. A new nc trek was used successfully. There was no patient involvement with either device. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. The device was not returned for evaluation; therefore, a failure analysis of the device could not be completed. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data, found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. Corrective and preventive actions will be addressed per the quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek is being filed under a separate medwatch report.